Event description:
Discordant, falsely elevated troponin results were obtained for one patient sample on an advia centaur cp instrument. The discordant results were not reported to the physician(s). The same sample was rerun on this instrument multiple times on three separate days. Inconsistent results were obtained each day the sample was tested. It is unknown if the rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse and siemens staff determined the instrument needed replacement. Following replacement the customer is obtaining results as expected. The cause of the discordant, falsely elevated troponin results is due to an instrument malfunction. The replacement instrument is performing according to specifications. No further evaluation of this device is required.